Event description:
Overdelivery reported: it was reported that the pump was programmed to infuse d5.45ns at 125.0ml/hr. The liter bag was hung at 1300 hrs and reported empty at 1530 hrs. The nurse thought the pump had been programmed incorrectly. She reprogrammed the pump and initiated the infusion. She reports that at 1700 hrs, she visually inspected the bag. It appeared that 750ml had infused, despite the display indicating that 312.0ml had infused. The pump was taken out of pt svc and the physician was notified. There were no med interventions or tests ordered. There was no report of any adverse pt event/effect. The hydration therapy continued with the replacement pump without event noted. Though requested, there was no add'l info available.